Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) ranged from 167mg/dl to 480mg/dl. The patient stated that this morning they woke up with a bg of 480bg/dl with extreme thirst, frequent urination, extremely nauseated and just felt out of it. The patient changed their site since the elevated bg started. Customer support (cs) did not review pump as patient needed to disconnect the call at the time. Cs advised the patient to call back to review pump. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus delivery and the last basal delivery were on (B)(4) 2014. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.